Manufacturer narrative:
(B)(4). (B)(6). Handle was also received on 23 jan 2017. Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) sulu and one (1) stapler opened by the account. Visual evaluation of the reload noted it was partially fired with a deformed anvil clamping mechanism. During functional evaluation, the reload was able to be fired without issue. Visual evaluation of the handle noted that there was a sheared tooth on the firing rack. Functional evaluation noted that a skip was heard during the firing stroke. Replication of the deformed anvil clamping mechanism and sheared teeth may occur due to firing over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a low anterior resection, the surgeon was firing the stapler across the sigmoid colon and the device stopped halfway through the firing. It was like the handle stopped and could not be squeezed anymore. The cartridge was only about halfway fired and when they removed it from the patient, many open and unfired staples fell into the patient¿s pelvis. This incident occurred on the second distal firing. About half a centimeter of additional tissue was resected. The staples were removed from the abdomen ¿as best as possible.¿ the patient is fine. There were no other injuries to the patient. Another stapler was opened and used across tissue. The anastomosis was checked with flexible sigmoidoscopy.